Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed and without the device to analysis, a cause for the reported physical resistance and unintended movement could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 4. While advancing the clip delivery system (cds), resistance was noted inside the stabilizer. It was noted that when advancing the clip close to the straddle position and adding flex, the clip jumped towards the valve. A pericardial effusion was noted. Pericardiocentesis was performed. However, the patient was still unstable, CPR was performed and an ECMO device was implanted. The patient left the cath lab stable under ECMO and intubation.